Manufacturer narrative:
The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant at the patient as of the date of this report. This report is submitted on february 10, 2022.

Manufacturer narrative:
This report is submitted on july 24, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (date and duration not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.